Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the ramus. Approximately 9 months post index procedure, the patient underwent a balloon only revascularization of the target vessel with poba. One day later, the patient suffered an mi which was related to the tv. The investigator assessed that the event was definitely related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction). Evaluation conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).